Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-07458. It was reported that during procedure, the right ventricular lead was unable to be removed from the header. The set screw was able to be removed but the lead was not. The lead was cut, capped, and replaced. The patient was in stable condition.

Manufacturer narrative:
Only the connector end of the lead was received for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.